Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. There was a longitudinal tear 8mm long starting from the distal end of the balloon. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the failure to inflate the balloon due to the longitudinal tear.

Event description:
Reportable based on device analysis completed on (B)(6) 2019. It was reported that inflation failure occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.75mm x 12mm quantum maverick balloon catheter was advanced for dilatation. However, during inflation, the balloon was able to be inflated but failed to dilate in lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable. However, returned device analysis revealed balloon torn longitudinal.